Event description:
Failure to alarm: drape had lifted, leak of exudate and pooling, gauze saturated. Device did not alarm.

Manufacturer narrative:
Active investigation in progress; results of investigation will be submitted in a supplement report.

Manufacturer narrative:
The complaint was not confirmed. An evaluation of the pump was conducted on 22 may 2014, no anomalies or problems were found, the pump passed all functional testing and confirmed working within specifications. Based on the technical evaluation findings device malfunction is ruled out as a possible cause. Since negative pressure wound therapy involves various elements, it is difficult to determine and assign an exact root cause, thus root cause for the reported issue is deemed undetermined. Review of complaints history for renasys go pump serial # (B)(4) indicates no other complaint has been reported against this device. Loss of dressing adhesion could be attributed to a combination of factors such as wound location, patient mobility, constant friction, pressure directly applied to wound site, accumulation of moisture underneath the dressing, and proper preparation of the periwound skin as per clinical guidelines. In regards to a pump not triggering a leak alarm, it can be hypothesized that a partial blockage led to the observed issue. It is very likely the pump did not alarm because the system was still reaching vacuum in presence of partial blockage (potentially caused by clotting or buildup of blood clots/exudate inside the wound filler (gauze). The system is designed to assert a leak alarm when the fluid has cleared the tubing set and air has been freely flowing through the tubing in a rate for more than 1(one) minute. This is supported by the comments provided stating that device didn¿t alarm when soft port was removed from dressing, however, leak alarm was triggered when soft port was cut open. Per the information provided no patient injuries or harm occurred in association with this issue. The complaint is recorded and any similar issues will be monitored through the complaint system.

Event description:
Failure to alarm: drape had lifted, leak of exudate and pooling, gauze saturated. Device did not alarm.